Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the hospital on two occasions due to receiving therapy from their implantable cardioverter defibrillator (ICD). A remote transmission was sent from the hospital and information received on the remote transmission was reviewed by qualified personnel. It was indicated that the patient had received inappropriate therapy and mis-detected an svt as a vt/vf event. Follow-up with the field representative indicated there has been no programming changes completed and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.